Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, upon reviewing radiographic images from a recent follow-up, the surgeon noted a screw on the dorsal plate appeared to be backing out, some of the correction may have been lost, and there was no evidence of fusion. Additional information indicates the screw appeared to be placed in the joint space and was backing out. The device was not returned to the manufacturer for evaluation as all tmc hardware currently remains implanted. The device history records for the devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible that placement of the screw and/or post-operative activity of the patient contributed to the screw backing out. It is also possible that the screw was not completely locked during initial implantation. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, upon reviewing radiographic images from a recent follow-up, the surgeon noted a screw on the dorsal plate appeared to be backing out, some of the correction may have been lost, and there was no evidence of fusion. All hardware currently remains implanted.